Event description:
Nobel biocare USA has received a report of an osseofailure for one implant; part# and lot# unknown. This is not a nobel biocare implant, but per 21 cfr 803.22, it is required that the loss be reported to the FDA it is believed that the implant is manufactured by dentsply tulsa dental specialties n/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).